Manufacturer narrative:
Additional information: b5: the following additional information was provided by the customer. No patient was involved. There was no external leak with the reported event. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. An internal fluid leak would result in user inconvenience and is not likely to cause or contribute to a death or a serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leak was observed from two (2) polyflux 170h during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.